Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide roller came loose and damaged the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. It was not stated upon initial reporting that the patient experienced an illness or injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. The patient was moved to another machine where treatment was successfully completed. The biomed stated the machine has approximately 6,000 operating hours and the blood pump rotor is original to the machine. A replacement rotor was ordered to resolve the reported issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pin. The other rear sleeve is loose and deformed which can be easily removed the pin. Both rear guide pins have signs of debris and wear markings. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. The defective sleeve stayed on the guide pin without dislodging throughout the test. The reported issue is not confirmed as it could not be replicated during testing with the returned sample. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide roller came loose and damaged the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. It was not stated upon initial reporting that the patient experienced an illness or injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. The patient was moved to another machine where treatment was successfully completed. The biomed stated the machine has approximately 6,000 operating hours and the blood pump rotor is original to the machine. A replacement rotor was ordered to resolve the reported issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.